Event description:
During a left knee arthroscopy, the tip of the metal, arthroscopic instrument (accufex 1.5 mm upbiter linear punch, no. 012020) broke off inside of the knee. The surgeon retrieved the broken part and removed it from the knee. Procedure was completed without incident. No harm to patient.